Event description:
During a colonoscopy, the physician used a cook endoscopy disposable varices injector in an attempt to raise a polyp with saline injection. When needle extension was attempted, the needle would not extend from the distal end of the outer catheter. However, the physician was able to complete the procedure without the needle injection. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. During our laboratory analysis, the needle extends and retracts properly with handle manipulation. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Base don this review, the likelihood of this type of report is rare. Conclusions: we were unable to conclusively determine a cause for the reported observation because the device functioned as intended. Needle extension difficulty can occur if needle extension is attempted with the catheter in a coiled or curved position. The instructions for use direct the use to uncoil the catheter and straighten completely. The instructions for use also caution the user that extending the needle while the catheter is coiled may result in damage to the performance characteristics of the device. Add'l info indicated the endoscopy may have been in a flexed or torqued position. Prior to distribution, all disposable varices injectors are subjected to a functional test to ensure appropriate needle extension. Corrective action: a corrective action has been initiated in an effort to reduce reports of this nature. This product was manufactured prior to implementation of this corrective action. No further action is warranted at this time because the reported observation was unable to be verified; the product in question functioned properly during our laboratory eval. The likelihood of this type of report is rare. Customer quality assurance will continue to monitor for complaint trends.